Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed metal braid of the bending tube protruding from bending section could not be determined, however, the issue was likely the result of physical stress applied to the bending section during user was handling/mishandling. The event can be detected/prevented by following the instructions for use section which state: -urf-v3/v3r operation manual chapter 3 preparation and inspection -instructions: urf-v3/v3r operation manual ¿- important information ¿ please read before use_ precautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. - chapter 4 operation 4.1 warnings and cautions: operation ¿-do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist¿. ¿-do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation, the customer's allegation (leakage) was confirmed and found to be caused by a damaged bending section cover. In addition, following observations were noted: the adhesive of the bending section cover was cracked, the bending tube was worn out, the control unit was corroded, the control unit stopper was corroded, the universal cord was scratched, the connector plug unit was cracked, the cable tube unit was scratched, the bending angle was out of specification, there was play in the angulation knob, the switch button #2 was broken and the switch button #3 was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the uretero-reno videoscope was leaking. The reported issue was observed while reprocessing the subject device. There were no reports of patient or user harm associated with this event. The subject device was received at an olympus service center for evaluation. Upon inspection and testing, it was discovered the metal braid of the insertion part of the bending tube was lacerated and protruding the bending section cover. This report is being submitted to capture the malfunction found during the device evaluation.